Event description:
It was stated that the customer was hospitalized for unknown high blood glucose levels. Troubleshooting was performed and the insulin pump passed the high pressure and self tests. The insulin pump was also programmed correctly. It was also stated that the insulin pump was exposed to an mrt scan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.